Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-56, serial/lot: (B)(4), description: avista MRI perc lead kit, 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient experienced an infection of the implant incisions, which was moderate in severity. The patient developed pain and swelling which was determined, after a period of diagnostic testing, to be infectious arthritis of the radio humeral joint. The physician suspected that the scs became infected as a result of bacteremia occurring in the sensing of infectious monoarthritis despite successful treatment of the upper extremity infection. The patient underwent an explant procedure and was administered antibiotics. The patient later returned to the physician for a post-operative wound check and the wound showed no signs of swelling or drainage. The patient remains not recovered and the event is not resolved. According to the physician the event is related to the procedure or poor patient hygiene and not related to the device or stimulation.

Manufacturer narrative:
Additional information was received that the patient has recovered and the event is considered to be resolved.

Event description:
A report was received that the patient experienced an infection of the implant incisions, which was moderate in severity. The patient developed pain and swelling which was determined, after a period of diagnostic testing, to be infectious arthritis of the radio humeral joint. The physician suspected that the scs became infected as a result of bacteremia occurring in the sensing of infectious monoarthritis despite successful treatment of the upper extremity infection. The patient underwent an explant procedure and was administered antibiotics. The patient later returned to the physician for a post-operative wound check and the wound showed no signs of swelling or drainage. The patient remains not recovered and the event is not resolved. According to the physician the event is related to the procedure or poor patient hygiene and not related to the device or stimulation.